Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital had previously taped the percutaneous cable, but an exact date was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of previous taping of the driveline could not be confirmed as no photos or product were submitted for evaluation. A specific cause for the reported damage could not conclusively be determined through this evaluation. It was reported that the hospital had previously taped driveline. The event date was estimated to be (B)(6) 2019. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , until they experience further superficial driveline damage on (B)(6) 2022 (related manufacturer report number 2916596-2022-00284). The relevant sections of the device history records for (B)(6) and driveline (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.